Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 was removed as the abutment would not disengage from the implant. During placement original implant would not separate from placement abutment. I backed implant out & replaced with new implant. At 30 day check implant showed loss of integration. Two week follow up showed mobility. Implant was removed the antibiotic was prescribed on (B)(6) 2025. Symptoms as a result of the event: abscess & inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) hc455 (heal collar 4.5x5.5, 5mm) for evaluation. Visual inspection was performed. Returned abutment and implant show signs of wear/use. Both functionally tested and they engage, seat, and disengage as intended. No malfunction identified. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc455 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: ¿dental : functional : does not disengage/release.¿) the customer did not submit images for the reported event. A definitive root cause could not be determined since a device malfunction did not occur. Therefore, based on the available information, a device malfunction has not occurred. Device was functionally tested, and it engages, seats, and disengages as intended. No malfunction identified. The reported event was unconfirmed following functional testing and physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d1: brand name d4: catalog number d9: device availability g3: date received by manufacturer g4: PMA/510(k) number g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie did not received one (1) unknown zimmer abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.